Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe not cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received without a tip protector in a pouch for the report of not cutting. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with possible surgical debris (foreign matter) on the inner diameter of the port. The sample was unable to be functionally tested as the probe cap blew out of the body. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Heavy gouge marks were observed at the bend area, cutting edge, and several locations along the inner cutter. The o-rings, spacers, spring and diaphragm are intact. The returned complaint sample was unable to be functionally tested. However, the excessive wear observed on the inner cutter would contribute to a cut issue as was reported. The root cause for the observed non-conformances, the observed foreign matter on the inner diameter of the port, and the heavy gouge marks on the inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during setup for a procedure, there was no cutting action. The vitrecomy probe was switched out to proceed with surgery.